Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when pharmacy technician removed the protective cover, they noticed a black mark on the end of the tip. No injury reported. Per medwatch mw2200350000-2023-8009: pharmacy tech was processing an intravenous sterile compound product that required reconstitution with sterile water. The sterile water set-up requires a multi-ad fluid dispensing system. The pharmacy tech opened the sterile package containing the dispensing set, when they noticed a black blemish/mark on the tip of the transfer spike/needle. The pharmacy tech did not use this potential defective product. The product was quarantined and reported to the pharmacist.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was received for evaluation. The returned sample was visually evaluated per specification, and it was noted the tip has a black mark on it. The reported defect was confirmed. Investigation by supplier determined that a burn area on the tip of the spike was present. The investigation found that this burning is caused by diesel effect due to partial occlusion of air exhaust of the mold. During their internal investigation, the supplier reviewed the maintenance of the mold, all records associated with finished goods, and no records of tip burned were recorded during their molding process. The supplier has found this to be an isolated event and the most probable root cause could be by improper segregation of the start-up of the molding machine. No corrective action was found to be needed at this time, and the issue was communicated to the molding area manager. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.